Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the small size of air bubble was present in reservoir. Customer blood glucose was level 153 mg/dl. Customer not able to trouble shoot air bubble anomaly. The device will not be returned for analysis.